Event description:
A caller reported a minimum fill notification. There was no adverse impact on the customer's blood glucose level. The caller successfully resolved the issue by reloading the original cartridge with guidance from technical support, allowing them to continue using the pump with insulin.